Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) provided a potential cause and advised assessing the ra lead. The lead remains in use. No adverse patient effects were reported.